Event description:
The pump was returned for service where a failure code 810:11 was found in the event history. The facility's biomed contacted by the baxter service facility and stated they have no record of any patient incident involving the pump since the last baxter service event.